Event description:
It was reported that a device intermittently goes into an upstream occlusion alarm while infusing (delivery parameters and medication unknown). It was also reported that there was patient involvement but there was no injury.

Manufacturer narrative:
(B)(4). The device was received by baxter. However, baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.